Manufacturer narrative:
Method - (other) - the involved device has not been returned for eval and the lot number is unk. Therefore, the investigation was limited to a review of user facility info. Follow-up communcation confirmed that the involved device was discarded by the user facility. Although the cause of the reported event cannot be definitively determined based upon the available info, the event description is consistent with the catheter having been damaged as a result of manipulation during the procedure (such as attempting to withdraw the catheter against resistance or contact with a sharp surface). The device labeling does address the potential for such an event in the warnings/precuations section of the instructions-for-use, which states, "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval." All available info has been forwarded to the mfg facility for appropriate tracking, trending and follow-up.

Event description:
Please see the attached user facility medwatch report. The user facility medwatch report states, "pt was in heart cath lab for left common iliac artery stent and angioplasty. The 4fr glidecath 120cm sheared and broke off in the left iliac. In an attempt to place express stent in the left iliac the stent came off the balloon and remained in the aorta. Both were retrieved successfully without pt harm." The user facility provided the procedure report upon request during follow-up communication. The procedure report confirmed that the 4fr glidecath separation occurred during attempted withdrawal over an amplatz ss wire from an up-and-over the bifurcation, contra-lateral approach.